Manufacturer narrative:
An event regarding a periprosthetic fracture involving a accolade stem was reported. The event was not confirmed. Method & results: device evaluation and results: a visual, dimensional and functional inspection was not performed as the device was not returned for evaluation. Medical records received and evaluation: insufficient information was received for review with the clinical consultant. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of device, operative reports, xrays, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
The patient had a primary tha 7-8 years ago. He fell off a ladder and incurred a peri prosthetic fracture. The surgeon removed the accolade tmzf stem and replaced it with a stryker modular restoration cone/conical system. He used a 16x155 cemented stem, a 23mm +10 body and a biolox 36mm +2.5 head. He did not touch the acetabular liner or cup. He used 3 dall miles 2.0 beaded cables.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
The patient had a primary tha 7-8 years ago. He fell off a ladder and incurred a peri prosthetic fracture. The surgeon removed the accolade tmzf stem and replaced it with a stryker modular restoration cone/conical system. He used a 16x155 cemented stem, a 23mm +10 body and a biolox 36mm +2.5 head. He did not touch the acetabular liner or cup. He used 3 dall miles 2.0 beaded cables.